Event description:
It was reported to philips that the system gave an alert indicating disk memory was full, preventing imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by deleting the old patient data. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had low disk space. Upon troubleshooting actions, fse recreated the image database store. After repair, the system was returned to use in good working order. Few days later, the issue reoccurred. The philips engineer replaced the image processing pc (ippc). After replacement of the ippc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.